Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the replacement was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Correction of supplemental 001.: information reported in MDR # 3007566237-2018-01806 is associated with this report. If additional information is received, a supplemental report will be sent.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was in overdischarge and the manufacturer representative was doing a physician mode recharge (pmr) with the patient on the morning of the call. The patient intended to get a new battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that patient had problems recharging back in (B)(6) 2018. Rep had given patient assistance over the phone with the antenna locate (al) feature when troubleshooting back in may. Rep thought that the issue had resolved however last week, (B)(6) 2018, rep found out that patient was still having trouble and requested to meet in person. Rep and patient just got on calendar today. An overdischarged was alleged. Again, patient couldn't maintain recharging due to the prior recharging issues. The results from the al feature was in the 70s. Rep was advised that multiple physician mode recharges (pmrs) may be needed. No symptoms reported. No further complications were reported. Additional information was received from the rep on (B)(6) 2018. The rep reported that the cause of the overdischarge was patient non-compliance with recharging. It was noted that there have been close encounters with low recharge levels many times. The rep conducted 3 60 trickle charges but the issue did not resolve and it was recommended that the ins be replaced. No further complications were reported.